Manufacturer narrative:
A replacement unit was issued.

Event description:
The patient explained that they were hospitalized because a part of their oxygen unit broke, leaving them without oxygen at home. The unit stopped working, and due to a previous diagnosis of pulmonary embolism, the patient couldn't breathe on their own. They had no other source of oxygen because their backup unit had malfunctioned the day before. Consequently, the patient had to spend two extra nights in the hospital until a replacement unit was delivered.